Manufacturer narrative:
The returned samples and retained samples were inspected, all of them met the specification, the DHR of this lot was reviewed without any issuses. The root cause can't detected currrently, no action will be taken. This issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The customer reported that the plunger seems a little small, resistance is small, leakage occurs when pressure is applied, and it is difficult to inject 1ml of lidocaine.